Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5079759) on 28-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("stabbing pelvic pain") and intestinal obstruction ("small bowel obstruction") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "because of CT scan I now know that I still have something metallic in my uterus". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intestinal obstruction (seriousness criteria hospitalization and disability), bacterial vaginosis ("bacterial vaginosis"), menstrual disorder ("abnormal menses"), abdominal pain lower ("cramping"), menorrhagia ("excessive bleeding during period"), ovulation pain ("painful ovulation (mittelschmerz)"), night sweats ("night sweats"), dysmenorrhoea ("painful periods (dysmenorrhea)"), dyspareunia ("painful intercourse (dyspareunia)"), urinary tract infection ("uti (urinary tract infection)"), cystitis ("bladder infection"), nausea ("nausea"), vomiting ("vomiting"), flatulence ("gas"), constipation ("constipation"), diarrhoea ("diarrhoea"), abdominal distension ("severe bloating"), gastrointestinal disorder ("bowel issues"), hypoaesthesia ("numbness"), paraesthesia ("tingling in extremities"), feeling abnormal ("brain fog - cloudiness"), memory impairment ("forgetfulness"), confusional state ("confusion"), amnesia ("short term memory loss"), osteoarthritis ("degenerative bone disease"), weight abnormal ("weight issues (loss/gain)"), tooth disorder ("dental issues"), scar ("adrenal adhesions (scar tissue in abdomen)"), contusion ("excessive and unexplainable bruising") and adrenal disorder ("adrenal"). The patient was treated with surgery (she underwent a fallopian tubes and one ovary removed ). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, intestinal obstruction, bacterial vaginosis, menstrual disorder, abdominal pain lower, menorrhagia, ovulation pain, night sweats, dysmenorrhoea, dyspareunia, urinary tract infection, cystitis, nausea, vomiting, flatulence, constipation, diarrhoea, abdominal distension, gastrointestinal disorder, hypoaesthesia, paraesthesia, feeling abnormal, memory impairment, confusional state, amnesia, osteoarthritis, weight abnormal, tooth disorder, scar, contusion and adrenal disorder outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, adrenal disorder, amnesia, bacterial vaginosis, confusional state, constipation, contusion, cystitis, diarrhoea, dysmenorrhoea, dyspareunia, feeling abnormal, flatulence, gastrointestinal disorder, hypoaesthesia, intestinal obstruction, memory impairment, menorrhagia, menstrual disorder, nausea, night sweats, osteoarthritis, ovulation pain, paraesthesia, pelvic pain, scar, tooth disorder, urinary tract infection, vomiting and weight abnormal with essure. The reporter commented: disability/permanent damage were reported, but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: something metallic in uterus fallopian tube area. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("stabbing pelvic pain") and small intestinal obstruction ("small bowel obstruction") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), small intestinal obstruction (seriousness criteria hospitalization and disability), complication of device removal ("because of CT scan I now know that I still have something metallic in my uterus"), bacterial vaginosis ("bacterial vaginosis"), menstrual disorder ("abnormal menses"), abdominal pain lower ("cramping"), menorrhagia ("excessive bleeding during period"), ovulation pain ("painful ovulation (mittelschmerz)"), night sweats ("night sweats"), dysmenorrhoea ("painful periods (dysmenorrhea)"), dyspareunia ("painful intercourse (dyspareunia)"), urinary tract infection ("uti (urinary tract infection)"), cystitis ("bladder infection"), nausea ("nausea"), vomiting ("vomiting"), flatulence ("gas"), constipation ("constipation"), diarrhoea ("diarrhoea"), abdominal distension ("severe bloating"), gastrointestinal disorder ("bowel issues"), hypoaesthesia ("numbness"), paraesthesia ("tingling in extremities"), feeling abnormal ("brain fog - cloudiness"), memory impairment ("forgetfulness"), confusional state ("confusion"), amnesia ("short term memory loss"), osteoarthritis ("degenerative bone disease"), weight fluctuation ("weight issues (loss/gain)"), tooth disorder ("dental issues"), abdominal adhesions ("adrenal adhesions (scar tissue in abdomen)"), contusion ("excessive and unexplainable bruising") and adrenal disorder ("adrenal"). The patient was treated with surgery (she underwent a fallopian tubes and one ovary removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, small intestinal obstruction, complication of device removal, bacterial vaginosis, menstrual disorder, abdominal pain lower, menorrhagia, ovulation pain, night sweats, dysmenorrhoea, dyspareunia, urinary tract infection, cystitis, nausea, vomiting, flatulence, constipation, diarrhoea, abdominal distension, gastrointestinal disorder, hypoaesthesia, paraesthesia, feeling abnormal, memory impairment, confusional state, amnesia, osteoarthritis, weight fluctuation, tooth disorder, abdominal adhesions, contusion and adrenal disorder outcome was unknown. The reporter provided no causality assessment for abdominal adhesions, abdominal distension, abdominal pain lower, adrenal disorder, amnesia, bacterial vaginosis, complication of device removal, confusional state, constipation, contusion, cystitis, diarrhoea, dysmenorrhoea, dyspareunia, feeling abnormal, flatulence, gastrointestinal disorder, hypoaesthesia, memory impairment, menorrhagia, menstrual disorder, nausea, night sweats, osteoarthritis, ovulation pain, paraesthesia, pelvic pain, small intestinal obstruction, tooth disorder, urinary tract infection, vomiting and weight fluctuation with essure. The reporter commented: disability/permanent damage were reported, but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: something metallic in utreus fallopian tube area. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.